Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Although evidence of the customer's reported problem regarding over infusion was not identified in the pump event history log, the customer's complaint was verified upon simulation testing. The pump was displaying an error code "10037" message on power up when a battery was inserted during the investigation. Motor current test was performed and found to be high idle current. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the motor assembly was replaced and no other corrective actions were taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "lec 10037". No patient involvement was reported.